Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 of 4. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) explained the alarm and had the hp close the clamps then cycle the power to clear both system error 2240 and 2367. The tsr advised the hp to discard the supplies and finish with manuals. There was patient involvement but no injury or medical intervention was reported. Global product surveillance (ps) contacted home patient's (hp) husband, who is the caregiver (cg) on (B)(4) 2012 regarding the reported problem. The cg stated that the hp had finished therapy with manuals. The cg did not notice any defects with the original cassette. The cg had discarded the original cassette. The cg had a companion and would hold it for pick up. The lot number was h11i02087. There was no patient injury or medical intervention reported. Global product surveillance (ps) contacted the peritoneal dialysis nurse (rn) on (B)(4) 2012. The nurse (rn) stated that the hp did not have any medical issues or injuries resulting from the reported problem. The rn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore a batch review will be conducted. The hp also will be sending in a companion sample. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set). Baxter received companion sample in reference to se 2240. Set was placed on machine for priming and run with no alarms noted. The complaint could not be confirmed in the lab. The batch review was performed with no issues noted. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.